Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd (person with diabetes) called regarding the issue yesterday regarding with her insulin pump, specifically experiencing multiple alarms related to line occlusions. She reported a line block alarm, which she resolved by changing the kinked site. There was patient involvement and no patient injury reported.